Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having higher blood glucose than normal of 294 mg/dl. Customer indicated that they were confused and agitated and troubleshooting found that the customer's speech was rambling and incoherent. The customer's spouse got on the phone and indicated that they were calling an ambulance. Customer declined high blood glucose troubleshooting as they didn't fell well. Customer will call back later to troubleshoot.